Event description:
It was reported the pt experienced a lack of efficacy and was unable to choose other programs that were previously programmed in. The pt only had 1 program. Additional information rec'd from the healthcare provider (hcp) indicated impedances on all leads were >4000 ohms. There was a break in the lead. The lead was replaced in (B)(6) or (B)(6) 2010. The hcp had not seen the pt since the revision, but reported no pt injury.

Manufacturer narrative:
(B)(4).